Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a water leak was observed on an ak 96 machine during the priming process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Upon evaluation it was noted that the gasket at the lower end of the bacterial filter holder was leaking. The reported condition was verified. To resolve the issue, the qualified technician replaced the gasket of the u9000 holder lower end. The cause of the condition could be related to aging and wear of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.